Event description:
During the procedure, the surgeon obtained right femoral arterial access using the micro puncture introducer set. A cope mandrill wire guide was advanced and noted to have developed a knot at the distal end. The surgeon was unable to remove the wire guide freely, and he was unsure if the wire/slot was intra or extra vascular. Ultimately, the wire was removed intact via cut down. Fluoroscopy was performed to verify no residual wire remained in patient.